Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to non-use. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report filed november 20th, 2015.